Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information received indicates that the catheter could not reach the desired location. A new lead with different model was implanted.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.